Manufacturer narrative:
This MDR is being filed following our procedure governing medical device reports: -patient experienced hyperglycemic blood glucose level of 300+ mg/dl. -patient was taken to emergency room. -patient was treated with insulin injections. -vomiting and diarrhea experienced. -v-go that was worn at the time of ER visit was discarded. -patient claims device did not deliver insulin.

Event description:
Type 2 diabetic pt. Using vgo 40 over a year reported to valeritas customer care high blood sugar over 300 mg/dl, vgo allegedly did not deliver insulin, pt. Went to the emergency room, the vgo was removed and is unavailable, pt. Was treated with insulin injections and since heart check up visit pt. Has had vomiting and diarrhea almost every day. Pt. Could not remember the dates or details. Ae assessor has placed multiple calls to the pt., the pt. Has not answered, left a call back number and the pt. Has not returned the calls. Without speaking with the pt. The ae assessor is unable to identify contributory causes to the hyperglycemia and compare pts. Usual bg range using vgo. The vgo cannot be excluded. The pt. Is alleging the vgo did not deliver insulin. The case is being closed as serious due to the high blood glucose, dehydration that occurs with hyperglycemia, dehydration that occurs with vomiting and diarrhea and the need for treatment at the emergency room with insulin injections.